Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device had a keypad anomaly and a partial display. Customer's blood glucose was unknown. Device had alarmed no delivery alarm. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened up keypad dome. No missing segments or partial display anomaly noted. The keypad connector was found closed properly during our visual inspection. The insulin pump passed self-test. The insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.